Event description:
Subsequent to the initial MDR report, the following information was received: a total of three promus stents were implanted. A promus stent was placed in the 90% stenosed distal circumflex artery, a promus stent was placed in the 75% stenosed proximal circumflex artery and a third promus was placed in the 75% stenosed, moderately tortuous right coronary artery. Additional information received indicates that on (B)(6) 2010, the patient had an episode of fainting which resolved without sequelae. On that same date, the patient also experienced pain which was treated with medications. The pain also resolved without sequelae. On (B)(6) 2010, the patient began bleeding at an unknown location. Cause of bleeding is unknown and treatment was provided. The patient died on (B)(6) 2010. No autopsy was performed. Although the cause of death is unknown, the possibility of stent thrombosis is suspected. Though requested, additional information has not been provided.

Event description:
It was reported that the patient underwent a promus stenting procedure on (B)(6) 2010 to treat unstable angina. Reportedly, the hospitalization was prolonged due to adverse patient effects and the patient was discharged on (B)(6) 2010. On (B)(6) 2010, five months post-procedure, the patient experienced migraine headaches. The patient was re-admitted to the hospital on (B)(6) 2010 and digestive medications were administered. On (B)(6) 2010, the patient died. Death was possibly related to antiplatelet medications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). Pain and thrombosis are known adverse events as listed in the promus instructions for use.